Event description:
The customer reported to olympus, the telescope "ultra", 10 mm, 30° had a broken light guide connection. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found light guide connector damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure occurred due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.